Event description:
Vns pt developed an infection at the lead site. Reveiw of manufacturing records for both the pulse generator and the bipolar lead confirmed sterilization of devices. Investigation to date has been unable to determine the cause of the reported infection.